Event description:
It was reported that the pump had a force sensor error at start up. No patient injury was reported.

Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). No causes or potential causes to the customer's reported problem were found during the device history record (DHR) review a product sample was received for evaluation. Visual and functional testing were performed. The device was in good condition with no appearance of any physical damage. Event history log (ehl) showed force sensor test error. Force sensor test error was found at power up and failed force sensor reading; force sensor was out of calibration. The root cause could not be determined. Actions were taken to mitigate the reported issues: performed preventive maintenance and all functional testing passed. A corrective and preventative action has been opened to address the reported issue.